Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient was getting good symptom relief until the patient started using a transcutaneous electrical nerve stimulation (tens) unit and now they had a return of symptoms. Additional information requested but had not been received as of the date of this report.